Event description:
A customer reports a card reader error during a procedure. The procedure had to be aborted and the treatment plan reentered. The current status of the pt is unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).